Manufacturer narrative:
Photo evaluation summary: four (4) still photos were received from the account. Two photos show the device post removal from the tray with a kink on the graft cover. It was not possible to determine if the tray was damaged from these photos. Two photos show the device partially loaded into the product pouch as returned. Device evaluation summary; the device, product pouch and shelf carton were returned for analysis. A kink was observed on the graft cover 38.3cm from the endo of the taper tip. A bend /slight kink was observed at the end of the taper tip which likely occurred during transit as the device was returned loose in the pouch and shelf carton. Radial creases were visible along the shelf carton. The reported kink and damage to the shelf carton was confirmed through analysis. Additional information received: it was reported that the packaging of the device was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55mm ruptured abdominal aortic aneurysm. It was reported that after the bifurcated stent graft was implanted, it was planned to implant the stent graft limb enlw1613c120ee. It was reported that when the device was opened the outer sheath of the delivery system was found to be bent. It was reported that the physician tried to adjust it manually and then attempted to insert the device through a super-hard guidewire, however, the bent section of the delivery system could not be inserted. The device was replaced with another endurant stent graft limb, enlw1613c95, and the procedure was successfully completed. As per the physician, the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.